Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to dehydration with high blood glucose. Customer¿s blood glucose at time of incident was 240 mg/dl and current blood glucose was 108 mg/dl. Customer reported the following symptoms related to their high blood glucose were usually difficulty breathing and nausea. Customer treated high blood glucose with the insulin pump. Customer went to the emergency room as he was dehydrated because heart rate had gone up high. Thought she was dehydrated and concerned with her heart was 143 over 76. Blood glucose value when admitted to hospital was 193 mg/dl. When admitted and after taking insulin 2 hours later it was 140 mg/dl. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer states that she wants the pump to alarm her when the reservoir is low and to alarm so she can hear it. After reviewing the pump setting her audio is set to beep long and her low res settings are set to alarm at 20 units. Customer noticed that the pump was not alarming when insulin was low and went to get new blood glucose tester. The device is not expected to be returned for analysis.